Manufacturer narrative:
Analysis of the ins (B)(4) found no anomalies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Concomitant medical products: product ID neu_wrench_acc, serial# unknown, product type accessory. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). It was reported that during a battery replacement the leads were connected to the new device and the impedances were invalid on all but electrodes 4,10 and 14. The leads were removed and cleaned and then reinserted into the device and only electrode 4 was valid. The leads were removed and inserted into a multiple lead trialing cable and only 4 and 10 were valid. The physician requested a new battery. The leads were inserted into a new battery and the impedances were all within normal limits. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.